Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of an unspecified chemotherapeutic agent leaked from an unspecified filter of the tubing set. No information was provided if the leak occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of critical therapy. No medical interventions were required. Though requested, no additional information was provided including if the solution that leaked was cleaned up according to the user facility's protocol and if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. Documentation received from the reporter indicate that information on reprocessing of the device was unknown. This report represents all t he information known by the reporter upon query by hospira personnel.